Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital for a device change out, and after the new device was placed, the physician noticed that the patient was in atrial fibrillation. It appeared that while performing a pc shock during implant an error message was observed stating that there was a problem with the high voltage lead configuration, and it would not deliver a shock. The dual coil lead to a single coil shocking configuration was changed and a pc shock was performed with no issue. The patient condition was fine.